Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26oct2020.

Event description:
It was reported that when powering on the ventilator, there was an alarm light emitting diode (led) failure. There was no patient involvement. The customer troubleshot with technical support and found the error code in the ventilator diagnostic logs. The customer advised the alarm led light was really dim. The customer was advised to replace the power switch overlay. The customer had a power switch overlay ready and would install it. The customer reported that the unit was repaired and did not provide additional information.